Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient received revision surgery due to the position of the cup which appeared to be edge loading.